Event description:
This graft subsequently became infected with asperillus and, most recently, gram negative staphylococcus. The patient was sent home from the hospital. The patient and dr's would like to see this problem appropriately investigated.